Event description:
During the incoming inspection of the product, the device's pacer output was found to be out of the specified tolerance for the selected setting. There was no pt involvement in the reported failure.